Event description:
Potential false negatives. Customer reported they found missed cases; ascus was originally called negative. The missed cases were discovered when there was a concurrent biopsy of adenocarcinoma in one case and an abnormal cervix in the other. Hologic is investigating this complaint and will submit a supplemental MDR to FDA when more info is available.